Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit the head and consequently could not hear anymore.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell and hit the head and consequently could not hear anymore. The user_s hearing performance before the trauma was not very good, however, the family was satisfied with the benefit. The user has been re-implanted.